Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device data shows that the device was shut down on (B)(6) 2024 at 4:08pm. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data from the reported event date, the performance of the device cannot be evaluated, and the cause for the event cannot be determined. Device data from days leading up to the event show that the device was shutdown on 11/1/24 which may have contributed to the severity of the event if the user failed to transition to an alternate therapy method and follow their ketone action plan as outlined in labeling and training. Device audio was logged as off which may have also contributed to the severity of the event. Documents indicate a history of severe glycemic excursions and dka prior to use of the ilet.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6)2024 an ilet user reported they experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on (B)(6)2024. The user reported being hospitalized due to dka from (B)(6)2024. The event involved significant bg fluctuations, with bg levels exceeding 500 mg/dl. The user experienced vomiting as an immediate effect and received treatment with an insulin drip while hospitalized. Following discharge, the user resumed use of the ilet system. The user reported they had previously discussed the event with their beta bionics clinical diabetes specialist (cds).